Event description:
It was reported that during a pulse field ablation procedure, the patient was in sinus rhythm at the start of the procedure, and the transseptal access was reported to have gone well. During the application on the left inferior pulmonary vein, the rhythm changed from sinus paced rhythm to bradycardia, and pacing was performed at 600 ms. The rhythm then increased and became atrial fibrillation, after which the blood pressure dropped and the electrogram was reported as abnormal. A widened qrs complex and pq segment elevation were observed on the electrocardiogram (ECG). The physician evaluated for suspected pericardial effusion using echocardiogram and none were identified. Cardioversion was performed and the rhythm returned to sinus rhythm, with blood pressure reported to have gone back up; however, ECG anomalies with persistent elevation were still observed. The procedure was completed with the patient in sinus rhythm, and coronary angiography was planned to assess for suspected coronary spasm. The case was completed with pulsed field ablation. It was noted that the "physician assessed that the patient might not have tolerated the heart rate during atrial fibrillation". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.